Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: device was not returned for evaluation. Product damage (introducer kink): the introducer was not returned for investigation as part of this case. Clinical details indicate that a kink was noted in the peel-away sheath, which prevented the impella cp motor housing from passing through. The patient was reported to have a calcified vessel condition, which likely contributed to the introducer kinking during the procedure. The cause of the introducer kink was most likely related to the patient's challenging vessel calcification; however, the exact damage could not be verified without returned product information.

Manufacturer narrative:
The introducer was discarded by the customer and therefore an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp for mechanical circulatory support. During impella implanting, the pump was unable to advance all the way through the sheath. The doctor attempted this multiple times, followed by another doctor. A kink was noted in peel away sheath under fluoroscopy where the motor housing was unable to pass. It was noted that the implant was aborted due to vascular anatomy and the vessel condition of calcification. The pump was removed. No patient harm was reported due to the issue.